Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports: a longitudinal crack in the dilator tip with the resulting enlargement of the tip cross-section can be observed after the first bouquet process. As a result , a new set was used without any issues.

Manufacturer narrative:
(B)(4). The customer returned a single dilator and a lid stock for evaluation. Microscopic examination revealed the sample contained signs of use in the form of biological material. The returned dilator was torn on two sides and one half was folded inward. Both the torn sides and fold all contained white coloration, indicating stress. The dilator body length was measured and was found to be within specification. The dilator body outer diameter was also within specification. The dilator tip inner diameter could not accurately be measured due to the condition of the returned sample. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes instructions for dilator insertion. It states to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion". The instructions for use (IFU) also warns to not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. (Con't): other remarks: the reported complaint that the dilator tip was found damaged during use was confirmed by complaint investigation. The returned dilator was torn in two places and the material was folded inward. The dilator tip contained white discoloration at the tears and fold, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received and information provided by the customer, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: a longitudinal crack in the dilator tip with the resulting enlargement of the tip cross-section can be observed after the first bouquet process. As a result , a new set was used without any issues.